Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type: programmer, patient. Product ID: 97754, serial# (B)(6), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the programmer serial# (B)(6) found they replaced the antenna jack due to no telemetry. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that it was taking them so long to get the patient programmer (pp) to pick up the neurostimulator (ins) battery which was difficult b/c they have arthritis in their hands which is hurting their fingers from holding the buttons down. Pt was able to sync pp with ins during call which indicated the battery level was 100%. Pt said they had replaced the batteries for new ones. Pt said they have to push, push & push the grey button but it will leave the lightening thing off and then they have got up to put it back on. Pt also stated their recharger (insr) will not charge very well where it will go off showing the doctor sign with they thought a 376 code. Pt said the recharger (insr) battery was really low (1/4) and when charging they get all the coupling boxes filled. Pt said their ins was 1/3 filled adding they kill themselves getting it there. Pt did not detect any visible damage to the desktop charger (dtc)  cord or connector pin and power light was illuminated. Pt said they "sometimes have to just let it go & take an extra pain pill but they shouldn't have to do that". Pt added they have been using the same external equipment they were given with the previous scs system. The issue was not resolved. A replacement programmer and insr were sent out.